Event description:
It has been reported to philips that the system gave intermittent longitudinal movement errors. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was used during planned treatment/non-emergency treatment. The assigned procedure was completed as planned by restarting the system. Review of the log files shows longitudinal position slip, driven rubber wheel slips on (dirty) rail. Upon troubleshooting, the philips remote service engineer (rse) examined the system remotely and found that issue with longitudinal movements and requested onsite support. To resolve the issue, philips field service engineer (fse) adjusted the longitudinal direction motor's spring setting to make it more difficult for the drive wheel to compress, added a 1mm sim plate at the third hilt rail and cleaned longitudinal rail. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.